Event description:
It was reported that during pre-surgery, it was observed that the bearings were coming out of the motor device. During in-house engineering evaluation, it was observed that the device had a loose connector and failed hand control assessment. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a loose connector and failed hand control assessment. It was determined that the device showed signs of damage indicative of damage caused by the sterilization process or immersion during cleaning which was failure to follow directions for use. This was further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.